Event description:
It was reported that the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt sick and was vomiting. He believed he had a cold or the flu. He did not recall hearing alarms or alerts. The following day his wife found him unconscious, called emergency medical services (ems) and after transport to the hospital, he was admitted with a bg of 1497 mg/dl. Treatment included insulin and IV fluids for hyperglycemia and renal failure. He did not remember other medications he received, however he recalled personnel telling him that 'your pump stopped working.' After 3 days of treatment, his condition stabilized, and he went home. Additionally, on (B)(6) 2022 during a conversation with tech support, the patient clarified some of the details after reviewing his tandem pump history. A sensor was inserted on (B)(6) 2022, and then replaced on (B)(6) 2022. He was using the tandem insulin pump as his display screen with the t slim app, and not the dexcom g6 app. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.